Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the aneurysm was 220 mm in length x 65 mm in diameter. The pt's iliac arteries were excessively tortuous. The pt had a history of coronary artery disease, chronic obstructive pulmonary disease and cerebrovascular disease. It was reported that the guide wire access difficulty and over-heating of the fluoroscopy unit caused the procedure to take several hours. The pt lost 2000 ml of blood due to bleeding from both groins, the arm and an intra operative nose bleed. It was also reported that the bifurcated device was inadvertently pulled down during the procedure; therefore, two aortic cuffs were added. Final angiogram demonstrated no endoleak and acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.